Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level remained below 500 mg/dl, and there was no adverse impact. The caller successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.